Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: the distributor engineer visited the customer's site to address the reported event. During servicing, the distributor engineer evaluated the instrument and found that the cup transfer mechanism needed lubrication. The engineer lubricated the cup transfer mechanism using triflow and the instrument was operating as expected. There was no further action required by the distributor engineer. The instrument was installed on 12-april-2018. A complaint history review and service history review for similar complaints was performed for serial number 11247809 from 12-april-2018 through aware date of 19-oct-2018. There were no similar complaints found during the searched period. The aia-900 operator's manual under section 12 - flags and error messages states the following: [2163] c.transfer cup not released cause: the holder sensor s063 detected a cup after the cup was released. Action: please contact the tosoh local representatives. Check s063 and the cup release operation. The most probable cause of error 2163 was the cup transfer mechanism needed lubrication.

Event description:
A customer reported error 2163 (c. Transfer cup not released) while running samples with the aia-900 instrument. The instrument was down. The distributor engineer contacted the tosoh latin american operations manager (laom) to further investigate the reported event, which resulted in delayed reporting of creatine kinase mb (ck-mb), troponin (ctnl2), and follicle-stimulating hormone (fsh) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.